Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported needing an MRI but stated they had not used the ins for a long time because it was not providing relief, and they wanted to know how to switch to MRI mode. Patient stated that during the trial, the stimulation targeted their lower back, but after the ins was implanted, the stimulation shifted to their legs and side and never reached their lower back. Patient mentioned that their doctor (hcp) had reprogrammed the ins dozens of times, but they did not do it correctly. Agent reviewed the information. Agent then instructed the patient to recharge the ins during the call, but the patient was in a hurry and stated they would do it themselves and call back for instructions on how to switch to MRI mode. Additional information was received from the patient. It was reported that no actions were/will be taken. Many attempts were made to optimize therapy. Therapeutic benefit has not been achieved and no further action taken. Additional information was received from the patient. It was reported that they reprogrammed the device several times and does not make it hit their lower back. No attempts have been made to optimize therapy. Therapeutic benefit has not been achieved and no further action will be taken. The patient asked if they should have their device removed? The trial worked but the implanted one did not. Several trips to get reprogrammed and nothing good came from it. Additional information was received from the patient. Pt reported no further action on this. They met with one of the rep support and they had to reprogram it but could only get the shocking to go down their leg on other areas but not to their lower back where their pain is. Pt give up and quit charging the unit. Was no help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.